Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting discordant sars results with another rapid antigen assay. Customer states they had 2 negative quidel qv sars results and after an unknown timeframe tested sars positive with another brand of rapid antigen test. Symptomatic status of patient is unknown.